Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation. The device remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). No eval explanation: device was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.